Manufacturer narrative:
(B)(4). A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 24 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 2026095-2020-00121 for the first report. Fill volume: 95ml; flow rate: 2ml/hr; procedure: chemotherapy delivery; cathplace: unknown; infusion start time: unknown; infusion stop time: unknown. It was reported that the patient had a pump that infused "30% faster than it should have." The patient had extreme fatigue, lack of appetite, and sores in his mouth. Patient's current condition was reported as "stable but still has mouth sores." Pump was carried in bag. Lot number is unavailable.